Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - one day post implant the patient complained about wound pain, swelling and bruising. A pocket hematoma was diagnosed. A sandbag was placed on the wound. The patient received antibiotic treatment. All available information suggests this pacemaker remains implanted.